Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the one 2h12lp device was returned inside its package unopened. Upon visual inspection, a black foreign matter was noted to be inside the packaging. During manufacturing/testing in some cases, component friction can result in small shavings ejecting from the device (after packaging) during transit. In addition a hole was detected on the blister area. No conclusion could be reached regarding what may have caused the hole in the blister area. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through our quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information received: two photos were received for review. During the visual analysis, the following was observed: one of the photos shows a black spot or flash inside the package and the second picture shows the device inside of the packaging. Based on the photos, the event described is confirmed, however no conclusion or root cause could be determined. Please see device analysis above.

Event description:
It was reported that before an unknown procedure, something like dust was found inside the package before it was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.